Event description:
The user facility in mexico reported during vitrectomy surgery the cutter did not cut. A new pack was used to surgery the cutter did not cut. A new pack was used to continue the surgery with no problems.

Manufacturer narrative:
The device has not be returned for eval. A supplemental report will be submitted if any add'l info is received. The sterilization and lot history records have been reviewed and found to be acceptable.